Manufacturer narrative:
Death as a potential event that may be associated with use of the product. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. Furthermore, these benefits apply to patients being bridged to heart transplant, patients receiving permanent support (destination therapy), and those being supported with the expectation for myocardial recovery. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
The patient was admitted for third time post exchange in (B)(6) 2015. The patient was admitted to the heart failure ICU on (B)(6) 2016 with ldh of 2013 that continued to climb to a peak of 5247. The patient had increased power and flow with high watt alarms. After the patient's last discharge, it was determined that the patient/site would pursue no further options if issues returned. The patient was not a transplant candidate and his course of treatment has been complicated by his (B)(6) status. Pump support was stopped on (B)(6) 2016 and patient started on dobutamine and lasix. The patient went into acute renal failure and passed on (B)(6) 2016. No autopsy performed. The cause of death was noted as cardiogenic shock - death secondary to acute renal injury.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. The hvad pump ((B)(4)) was not returned to manufacturer for evaluation. A review of the available information does not indicate any device malfunctions or performance issues that would impact the reported event. The reported 'high power' event could not be confirmed as controller log files were not available for analysis. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information clinical factors that may have contributed to the reported event include the patient's diagnosis and complications related to hiv. The medical team elected not to pursue further treatment, including pump exchange and transplant as a result of their belief that the patient was not a good candidate. In addition, lvad pump candidates often possess risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility. Though the root cause of the reported event cannot be conclusively determined there are patient and procedural factors that may have contributed to this event.